Event description:
It was reported that the customer received a calibration error while trying to calibrate her insulin pump. The customer's blood glucose level 399mg/dl at the time of reporting. The customer agreed to troubleshooting, and had the possible causes for the error explained to her. She was advised to monitor the situation and call back if further assistance is needed. Customer called again and stated that she was still receiving calibration errors. She was advised that the sensor would be replaced. No additional information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.